Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the same side of the lesion utilizing the anterograde approach. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a non bsc guide wire crossed the lesion, a 4.0mm x 150mm x 150cm coyote(tm) balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the dilatation was completed with a 5x150 sterling(tm) balloon catheter. An innova stent was then implanted and a good blood flow was confirmed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote mr balloon catheter. The balloon was loosely folded with contrast in the balloon and contrast and blood in the inflation lumen. Microscopic inspection revealed a burst in the balloon material, 41mm in length. Inspection of the remainder of the device found no other defect or irregularities. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the same side of the lesion utilizing the anterograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a non bsc guide wire crossed the lesion, a 4.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the dilatation was completed with a 5x150 sterling¿ balloon catheter. An innova stent was then implanted and a good blood flow was confirmed. No patient complications were reported and the patient's status was good.